Event description:
Patient called to report inaccurate readings with her dexcom g6 continues glucose sensor. On (B)(6) 2026 her readings were 161 and 173 which alerted to a rapid rise. Due to those inaccurate readings the omnipod which is integrated with the dexcom sensor delivered more insulin to patient giving her 1.5 liters of insulin. Patient believed her readings to be inaccurate, so she pricked finger, and it gave a reading of 107 and a second time of 93. Patient didn¿t have any adverse events because of the inaccuracies but wanted to report because she said it could have been had she not caught it.